Event description:
The customer reported an air source fault resulting in a vent inop condition; air valve lift-off failure. No patient involvement reported.

Manufacturer narrative:
Bad hall effect sensor hb & hc created the blower not to function & the reported complaint of blower stopped operating was duplicated. No fault was found on the returned blower motor controller pcba. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.